Manufacturer narrative:
(B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. An infusion of 16.44ml was run at the rate of 100 ml/hr, since this was the infusion programmed on the date the user facility reported the issue. The infusion delivered 16.31ml with no unintended boluses. A review of the device history logs was also performed, and showed an infusion start at 5:22am on (B)(6) 2020. The rate was set to 100 ml/hr and the volume was set to 100ml. At 5:23am an air bubble alarm stopped the infusion, and it was followed by a 12 second purge, which would have purged approximately 4ml. Then the infusion was resumed. At 5:33am another air bubble alarm stopped the infusion. The infusion was restarted with no purge, and then stopped again at 5:33am with a volume infused to 16.44ml. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: bolus ran without being entered. The medication being infused was potassium.